Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the potential causes: damage to the charge coupled device (ccd) unit. Damage or deformation of the connector . Movable l-range sliding error that occurred in the zoom scope. Blurred image occurred within the allowable range. The event can be detected/prevented by following the instructions for use: operation manual. Inspection of the endoscopic system. Operation manual. Important information ¿ please read before use . Warnings and cautions. During the device evaluation, service found that due to corrosion on the electrical connector, the endoscope cable could not be connected securely, image noise occurred, and no image could be seen. Due to damage to the charge coupled device (ccd) unit, the image had black dots, and the specified resolving power is not obtained. The right/left and up/down control knobs were deformed and leaking. The objective lens was scratched. The distal end cover was dented and dirty. The adhesive on the bending cover (a-rubber) was chipped/detached, and the a-rubber had clotting protein due to insufficient cleaning. The connecting tube and scope cover had discoloration. The switch box, switch 1, right/left knob, up/down knob, and grip, were dirty. The universal cord, scope connector, and scope cover, were scratched. The light guide cover lens and electrical connector had corrosion. The bending angle in the up/down, and right directions did not meet specifications due to wear of the angle wires. The right/left knob did not meet specification due to wear of the angle wire. Due to clogging of the nozzle, water removal ability did not meet the specification values. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the subject device had low angulation and discoloration. There was no patient or user injury reported. The device was sent to an olympus service center for further evaluation. During inspection and testing, service found the endoscopic image displayed was blurry. This report is being submitted for the malfunction [blurred image] found during the device evaluation.